Event description:
On 16-feb-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3633sp fibertak anchor failed during surgery. This was discovered during use with no patient harm reported. Additional information was requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.